Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. The customer contact indicated that they are unable to accomplish the correct flow with the pump that we purchased that uses this tubing. No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.